Manufacturer narrative:
H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. The insertion site was arm. The infusion set was in use for one day. The patient experienced bleeding along with bent cannula. The blood glucose level was high and the patient replaced the infusion set and resumed insulin delivery successfully. No further information available.